Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was repoted that review of stored egms showed noise on the rv lead which caused inappropriate therapy. The noise was not reproducible with testing. When the patient coughed, doublecounting could be intermittently seen. The pace/sense portion of the lead was capped. The defib portion remains active.